Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacer-dependent patient presented for lead revision due to diaphragmatic stimulation. Myopotential oversensing was also noted to have resulted in inhibition of pacing. The lead was repositioned and the pace/sense portion was capped. The defib portion of the lead remains active and a new pace/sense lead was implanted. Patient will be monitored normally.